Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the device did not staple, and the tissue wasn't resected. Another stapler had to be used to correct this problem. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.